Event description:
It was reported that there was an alert for the high voltage impedance of this electrode being out of range measuring at 210 ohms. Technical services (ts) analyzed electrode impedance trend data and found that the high voltage impedance had been gradually rising since within 30 days of implant. Superficial electrode positioning was suspected due to patient's large body mass index. Ts suggested x-rays and possible revision. No adverse patient effects were reported. Currently, this electrode remains in service.